Event description:
It was reported to boston scientific corporation that an advantage system was used during a tension-free vaginal tape procedure performed on (B)(6) 2016 to treat a patient with stress urinary incontinence. During the procedure, the patient was identified in the preoperative holding area by her name and birth date. The procedure was verified and all questions were answered. Informed consent was given by patient. The patient was then brought to the operating suite and general anesthesia was given. The patient was then placed in trendelenburg position the lower abdomen and vaginal area were then prepped and draped in the usual fashion. The bladder was drained of excess urine. A weighted speculum was then placed in the vagina. The patient's positioning was carefully checked for proper positioning and pressure points of which there are none. The mid urethra was then carefully identified two allis clamps were then used to grasp the anterior vaginal mucosa on the distal and proximal aspect of the mid urethra the area was identified and marked with a marking pen. A scalpel was then used to incise the vaginal mucosa. The vaginal mucosa was then dissected laterally on both left and right aspects peri-urethrally into the urogenital diaphragm and into the space of retzius. This was then accomplished on both left and right sides. It was done relatively easy. The bladder was drained of excess urine. A bladder stylet was then introduced into the bladder. The bladder was deviated to the patient's left side. The sling was then attached to the trocar. The sling was then placed on the right side of the bladder deviated to the left. Periurethrally laterally towards the urogenital diaphragm, turned medially behind the pubic symphysis, up into the space of retzius and through the anterior abdominal wall. Cystoscopy was then performed. Bladder integrity was intact with movement of the trocar. This procedure was then repeated on the patient's left side. The bladder was deviated to the patient's right, cystoscopy was performed. There was no evidence of sling in the bladder and the trocar could be seen clearly with movement on the outside of the bladder. The sling was then pulled firmly at its mid position. A #8 cervical dilator was placed between the mid urethra and the sling. The protective sheath was then removed seating the sling. Once this was accomplished, the spacer was removed resulting in the tape at no tension. Excess tape was cut from the skin. The skin was then closed using glue. The vaginal mucosa was then closed using #3-0 rapide suture in a running lock fashion. The catheter was replaced showing clear urine. The vagina was then packed with iodoform packing mixed with estrogen cream. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).